Manufacturer narrative:
The device was received with the needle mechanism fully deployed. The investigation found no evidence of physical damages or defects that would cause the pod to over deliver insulin. Investigation found fluid was able to travel the complete fluid path. The pod patient history buffer data was inspected and the algorithm and pod were found to function as expected. The no problem was found.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 20 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had been pausing insulin. The patient reports they had consumed orange juice, sugar, protein, fruit chews and a breakfast sandwich. The patient reports they removed the pod prior to going to the hospital. Once at the hospital the patient had blood work performed. The patient was treated with juice and food. The patient was discharged from the hospital after 4-5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.